Event description:
Reporter stated tht pt was admitted to the hosp in 2004, with a diagnosis of diabetic ketoacidosis. They did not know what treatment was provided at the hosp. Pt was discharged 3 days later.